Manufacturer narrative:
Siemens concluded the investigation for an outside of the us (ous) customer observation of discordant (elevated) high sensitivity troponin I (tnih) results on samples from different patients on an atellica im analyzer with reagent lot # 096. The same samples were retested on a different day on a different atellica im analyzer with the same reagent lot and lower results were obtained. The discordant elevated results were greater than the 99th percentile of 45 pg/ml (ng/l) listed in the assay instructions for use (IFU) and the lower retest results were below the 99th percentile of 45 pg/ml (ng/l). Siemens customer service engineer (cse) was dispatched to the account and inspected the system and performed troubleshooting actions as recommended by siemens to ensure proper system operation. Aspirate probe 1 was missing its tip (probe guide) yellow build-up was found on dispense port 1 and the probe's movement was restricted. These observations are indicative of improper maintenance of the system. The cse cleaned the buildup and replaced parts (sp block assy position 1 wash and keeper, probe guide), which returned the system to normal operation. The actions performed by the cse are considered normal maintenance and troubleshooting actions. No further discordant results were obtained after service actions were performed. Based on the investigation, a product non-conformance has not been identified.

Event description:
The customer reported an observation of elevated atellica im high-sensitivity troponin I (tnih) results on samples from different patients that were discordant compared to lower retest results obtained when the same samples were retested on a different day with the same reagent lot (lot 096). The initial results were reported to physician(s) and were questioned. There is no allegation of adverse health consequences in association with the discordant tnih results.